Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had reverted to safety mode. Additionally, it was mentioned that there was pacing inhibition. The patient experienced lightheadedness and dizziness. This crt-p was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.